Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a transistor on the ECG board. The ECG board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.